Manufacturer narrative:
No device is returning for evaluation. Because a lot number was not provided, a search of the device history record and complaint database could not be performed. Device is a permanent implant.

Event description:
On (B)(6) 2016, transcatheter arterial embolization (tae) of the hepatic arteries was performed using embosphere. On (B)(6) 2016, pain from the middle to the right side of the abdomen developed, preventing the patient from sleeping. The patient thus visited the reporter's department. The c-reactive protein (crp) level was 1.81 mg/dl, and infection was thus suspected. Administration of cravit (levofloxacin hydrate, 500 mg/day) was initiated. Tramal (tramadol hydrochloride) was prescribed for pain. On (B)(6) 2016, the crp level was 3.92 mg/dl, and pain was also persisting. Detailed examination and treatment on an inpatient basis was thus considered necessary. On (B)(6) 2016, the patient was hospitalized. Contrast-enhanced computed tomography (CT) and magnetic resonance imaging showed hemorrhage within hepatic cysts.

Manufacturer narrative:
A review of this MDR identified a typographical error related to the implantation date. This has been corrected in this report.